Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, the device was slightly bent on the way in and failed to inflate. Upon device removal, the shaft snapped. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.